Event description:
It was reported during implant procedure that the atrial lead was unable to be implanted on account of not curving properly. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were unable to implant and ¿issue with the u-curve of the lead¿. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead found no anomalies. The j-curve shape of the lead was inspected and found to be within specifications with no anomalies. All tines were intact.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.